Manufacturer narrative:
(B)(4).

Event description:
Per the clinic nurse, the pump was currently delivering morphine and the printouts dating back to implant noted no pump alarms ever. Additional information received reported that the healthcare provider (hcp) was not aware of any official mental health diagnoses. The patient had been taking prozac, ritalin (methylphenidate), oxycodone, synthroid (levothyroxine), and advair. All of the drugs were listed as historical and the hcp did not have any specific dates, other than the information dated back to 2011. The hcp also noted there had not been any indication of a problem with the pump therapy. No further information was obtained.

Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that the pump alarmed once because he was overdue for a refill; the date of the event was 2003. It was indicated that the pump had administered bupivacaine and hydromorphone regarding the event; drug concentrations and dose rates were unknown. The pump currently administered hydromorphone; drug concentration and dose rate of current drug in the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
The patient reported hearing an alarm for 4 days straight because the pump was ¿out¿. The patient stated that the pump worked ¿great¿. Per the clinic nurse, they were unaware if the patient had a previous pump. It was not documented in the patient¿s chart at all. The patient did not start at their practice until (B)(6) 2011 when the patient¿s current pump was implanted. She had no further information to provide regarding this event. The clinic nurse also stated that the patient had been acting very weird recently. He had just ¿fired them¿ last week because they would not refill his medication until he did a drug test. The patient¿s last refill was (B)(6) 2015. The patient¿s pertinent medical history included several back surgeries and that was why he had the pump, due to his chronic back pain. She also stated that she suspected that the patient was bi-polar. Per the patient, the pump had been used to deliver hydromorphone, prialt, and baclofen; however, it was unclear what drug was in the pump at the time of this event. Per the clinic nurse, the pump was currently delivering morphine and the current pump had never had an alarm.